Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a dye study was performed approximately seven months after implant and it was discovered that there was a tear in the catheter and there was a surgical revision to repair it. The reporter stated that 10 days after their revision they became ill. Then one to two months later, another dye study was performed and it was found that the medication was not going into the catheter; therefore, another revision was performed.

Event description:
The catheter punctured and had a rip in it. Two revision surgeries were done related to that catheter. The patient had 3 catheters. It is unclear which device was associated with the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).